Manufacturer narrative:
The device was not implanted or used once packaging was opened. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason complaint: ¿issues with the paper peeling off, causing sterility issues with the implant¿ and could not be opened. Later healthcare professional reported "the box and the shrink wrap plastic around the box were undamaged. Then the nurse attempted to open the inner clamshell by peeling off the paper (thermoform). The paper split in two and did not separate from the plastic shell. It did not appear damaged. I can not comment on the inner seal because we never go to see that one because the outer seal never separated correctly."

Event description:
Sales representative reported ¿issues with the paper peeling off, causing sterility issues with the implant¿ and could not be opened. Later healthcare professional reported "the box and the shrink wrap plastic around the box were undamaged. Then the nurse attempted to open the inner clamshell by peeling off the paper (thermoform). The paper split in two and did not separate from the plastic shell. It did not appear damaged. I can not comment on the inner seal because we never go to see that one because the outer seal never separated correctly.". Device was not implanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ tyvek or thermoform sticking: observed delamination of outer lid through visual inspection. None of the other observations performed during the device analysis (intact and functional) is found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Sales representative reported ¿issues with the paper peeling off, causing sterility issues with the implant¿ and could not be opened. Later healthcare professional reported "the box and the shrink wrap plastic around the box were undamaged. Then the nurse attempted to open the inner clamshell by peeling off the paper (thermoform). The paper split in two and did not separate from the plastic shell. It did not appear damaged. I can not comment on the inner seal because we never go to see that one because the outer seal never separated correctly.". Device was not implanted it was returned.